Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k sfi-sli-10s insert, there was no water flow and the insert was getting hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation found the inert is clogged. Multiple unsuccessful attempts were made to obtain the patient outcome.